Event description:
The patient reported seeking emergency medical care for skin irritation allegedly caused by the zio xt device. The patient experienced itching and lesions. According to the patient, their healthcare provider prescribed an unspecified steroid cream as treatment.

Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio xt for 12 days of the 14-day prescribed wear period. The patient does not have sensitive skin and does not have history of reactions to medical adhesives. The cause of the reported event cannot be determined. The zio xt clinical reference manual that is distributed in the united kingdom provides a warning that states, "prior to monitor application, examine the skin area of the patient for certain skin conditions (such as dermatitis, eczema, rashes/hives), acute/chronic cutaneous infections or irritation. If skin irritation such as severe redness." This event is being reported per 21 cfr 803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.